Event description:
It was reported that a single day infusor leaked. The leak was identified before use, and after the device was compounded with 3000 mg desferrioxamine and 10 mg hydrocortisone in 39 ml of water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 2, 2014 ¿ september 4, 2014. The device was received for evaluation. During visual inspection fluid was observed within the over pouch due to broken tubing at the junction of the set-cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the broken tubing could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.